Manufacturer narrative:
The device evaluation revealed that the side rail panel was fully detached from the bed frame. All screws holding the panel were ripped off. The review of post-market surveillance data and the investigation carried out at the manufacturer site revealed that the main factor which could lead to the side rail damage might be related to an excessive force applied to the side rail. This is in line with the side rail condition, it was mechanically damaged (the side rail panel was fully detached) and circumstances in which the event occurred (the side rail was loaded by the patient who sat on it). The instruction for use for citadel plus bed frame (document number: 831.374_en) states that "the caregiver should always aid patient in exiting the bed." The bed has multiple functions to help optimal care and safety for both patient and caregiver. For example, there is possible to adjust the bed height. The procedure how to transfer the patient from the bed is also described in the IFU. There is recommended to: ¿1. Level patient surface. 2. Adjust height of patient surface to same level as surface to which patient is being transferred. (¿) lower side rails. 5. Transfer patient, following all applicable safety rules and institution protocols." The IFU includes also preventive maintenance procedures for side rails: the operation of the side rails should be checked daily by the caregiver. If the malfunction is identified, arjo or approved service agent should be contacted. Based on the analysis of the complaints concerning side rail detachment, the external excessive force must first compromise the integrity of the safety side prior to breaking it. Arjo device was used by the patient when the event occurred and played a role in the event. The complaint was assessed as reportable due to allegation about the patient fall. The side rail collapsed with the patient¿s weight on it therefore the arjo device did not meet specification. No injury occurred.

Event description:
The customer contacted arjo and informed about the event involving the citadel plus bed frame. The side rail detached and the patient fell from the bed. The event occurred when the patient was getting out of the bed with assistance of the patient care associate. Allegedly, the side rail was opened but it had not been lowered fully, which led to the patient sliding out of the mattress onto the top of the side rail. As a result, the side rail collapsed with the patient¿s weight on it. No injury occurred.

Manufacturer narrative:
The device evaluation revealed that the side rail panel was fully detached form the bed frame. All screws holding the panel were ripped off. Process of analyzing information is ongoing. Additional information will be provided upon conclusion of the investigation.

Event description:
The customer contacted arjo and informed about the event involving the citadel plus bed frame. The side rail detached and the patient fell from the bed. The event occurred when the patient was getting out of the bed with assistance of the patient care associate. Allegedly, the side rail was opened but it had not been 'pushed in' fully, which led to the patient sliding out off the mattress onto the top of the side rail. As a result, the side rail collapsed with the patient¿s weight on it. No injury occurred.